Event description:
After starting a right shoulder arthroscopy rn noticed nacl 0.9% dripping from the davol arthroscopy pump cartridge. Md was notified, pump tubing was changed to a new sterile tubing set.